Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was revealed that the patient's implantable cardioverter defibrillator was incorrectly interpreting signals due to p-wave blanking, failing to identify supraventricular tachycardia (svt). No shocks were delivered. Programming changes were made. The patient was stable.